Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2015 with red heart - low flow alarms. The patient did not show any signs of hemolysis. An echocardiogram and CT scan showed an open blood pathway through the pump; however, the patient reportedly had gained approximately 6 kilograms in weight since implant and the pump was not able to unload the left ventricle properly. Due to the recurring low flow alarms a pump exchange was performed on (B)(6) 2015. During the operation, the surgeon noticed malpositioning of the inflow conduit towards the lateral ventricle wall due to remodeling of the patient's heart. In order to get proper positioning of the inflow conduit, the surgeon replaced the apical sewing ring for proper positioning of the inflow conduit.

Manufacturer narrative:
Examination of the inlet tube of the returned device revealed a small, non-laminated tissue-like deposition on a portion of the distal edge of the textured blood-contacting surface. Examination of the inlet elbow revealed a soft, non-laminated red/white tissue-like deposition lightly adhered to a portion of the textured lumen. The structure of the depositions suggests that they developed in the locations in which they were found; however, the duration of their presence in the device could not be determined. The depositions appeared to be minimally obstructive to the blood flow pathway and likely would not have contributed to the reported low flow alarms. No depositions or thrombus formations were observed within the pump housing. The evaluation could not confirm the report of a malpositioned inflow cannula due to cardiac remodeling since no photos or scans of the malpositioned cannula were provided, and the inflow cannula was returned with the apical sewing ring and surrounding heart tissue removed from the inlet tube. An examination of the inflow graft material revealed very small indentations in the graft wall. The interior of the inflow graft revealed a normal amount of tissue growth on portions of the material, but no evidence of any other significant adhered depositions to indicate that there was an obstruction of blood flow in this location. The indentations did not appear large enough to have contributed to the reported low flow alarms and do not correlate with the reported inflow cannula malposition. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists thrombosis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.